Event description:
It was reported that customer had low blood glucose. Customer's blood glucose was 37 mg/dl. It was found that customer accidentally bolused with 3.7 units instead of suspending the insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.